Event description:
The customer reported that the system displayed an error message indicating the iris potentiometer was too large. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and calibrated the collimator of the iris potentiometer. The system was tested and found to be working as intended and put back in service.